Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-mar-2026, a sales representative reported via email that an ar-1927bcf-3 biocomposite corkscrew ft tripleplay 5.5 mm anchor broke during insertion. The implant was placed into the patient¿s shoulder during a rotator cuff repair procedure on (B)(6) 2026, and the surgeon observed the screw breaking before it had fully engaged the bone. No patient harm was reported.